Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device check, noise was observed. The lead was successfully explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.